Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) will be requested. Should additional info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: pt has been experiencing pain. Pt also states that she has nerve damage. Pt describes the pain as a dull ache in the hip area. Pt also states that she has pain below her knee due to the nerve damage. Pt has been to see the neurologist about the nerve damage but has not had any testing done yet.